Manufacturer narrative:
Pc-(B)(4). Batch # 446a63. Unknown; captured as awareness date investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload present. The reload was received partially fired 1/10 with 5 double drivers missing. In addition, the reload pan was noted to be damaged and partially dislodged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. . A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the firing trigger was pulled, and the device did not fire. Reverse was used to remove the device. No staples were deployed, and the knife did not cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.